Event description:
It was reported the ultrasonic lithotriptor was not strong enough to break up the stones. The issue occurred during an unspecified procedure and was completed with a competitor device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.